Manufacturer narrative:
Covidien reference number: (B)(4). The battery was returned for evaluation. The service engineer evaluated it and verified the reported complaint. The battery was connected to a battery tester and a 10 hours discharge test was performed. The battery measured 1.8% of the rated battery capacity. The reported malfunction was duplicated.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during patient use, a ventilators internal battery had a rapid capacity drop. The device continued ventilating. There was no patient harm reported as a result of this event. The battery was replaced and the ventilator was then working normally.